Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but could not duplicate the customer's reported issue. However, the stm discovered fault codes #55 and #58 when reviewing the iabp log files. Per the cardiosave service manual, the stm replaced the executive processor board as a precaution and then completed all safety, functionality, and calibration checks which passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during use on a patient, the invasive blood pressure (ibp) reading on the cardiosave intra-aortic balloon pump (iabp) suddenly went low. There was no patient harm and no adverse event was reported.